Event description:
It was reported the analyzer has major amounts of artifact. It is noted there is artifact/noise on the ventricular egm (electrocardiogram) channel. The analyzer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had a noisy signal and damaged connector pins. (B)(4).